Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the anterior chamber of the patient's eye and observed there was a crack at the base of the haptic. The lens was removed and replaced with another one. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. The account indicated, the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated, the product was not available to evaluate. The IFU (instruction for use), instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately, prior to loading and delivery of the iol (intra ocular lens). Do not attempt to load the lens without adequate ovd in the device. Not adequately filling, the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. Which may result in damage. The IFU instructs: follow the section regarding directions for use, for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company model iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes, prior to completing insertion into the capsular bag. Due diligence, has been performed in an attempt to obtain further information on this event. File will be reopened, if new information is received. The manufacturer internal reference number is: (B)(4).